Event description:
It was reported that the patient expired at home. The physician's office was unaware of any problems since the new implant approximately 4 months before death. Additional follow up was attempted but all leads have been exhausted. No complaints, allegations, or previous contacts regarding the device system or any of its individual components have been made.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.